Event description:
It was reported via medwatch "PICC line trained staff attempted to place midline x4 - unsuccessful midline catheter noted to be flared at tip and unable to advance catheter into the vein." This report addresses the third device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.